Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the event date was reported as (B)(6) 2016. The alert date was report as (B)(6) 2016 (a couple days prior to the surgery date). Please clarify the reported dates.

Event description:
It was reported that during a gastric sleeve procedure, there were partially formed staples on the specimen side of stomach, third fire using green cartridge. Small opening was visually identified in stomach on specimen side. Successfully, staples looked good on patient side so the surgeon removed specimen and over sewed sleeve with v-loc. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with a (B)(4) cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.